Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned accumax 550 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 279.4 cm from the top of the connector to the tip. The exposed glass tip measured approximately 1 mm and the tip was fractured. Examination under magnification confirmed the pattern on the tip was consistent with a fracture. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken within the connector, likely as a result of handling damage during setup that manifested during the procedure. Additionally, the tip of the device was fractured, likely as a result of handling as the device interacted with the scope. Damage within the connector of the device can result in inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an accumax 550 laser fiber was used in a flexible ureteroscopic lithotripsy procedure for a stone in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, it was noted that the indicator light was not on and there was no response when the foot pedal was stepped on. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber tip detached.